Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation and high impedances. As a result, surgical intervention was undertaken on (B)(6) 2026, during which the leads were removed and replaced to address the issue.